Manufacturer narrative:
This event was inadvertently filed. This event is not reportable.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
Customer reported that their usb port area on their pump was damaged. Customer's blood glucose level was not impacted by the event. Customer continued using their pump for insulin therapy.